Event description:
It was reported that the patients spinal cord stimulator (scs) leads were replaced with an MRI compatible device due to lead fracture. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16098105, UDI: ((B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads were replaced with an MRI compatible device due to lead fracture. The explanted leads were discarded by the medical facility and will not be returned. Additional information was received that the patient was doing well postoperatively.